Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2008, and 5866-38m adaptor, 4968-60 lead, 6721s-50 lead, 6721m-50 lead, 4968-60 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and loss of capture. It was also reported that the rv lead was, "not functioning well." The rv lead remains in use. It was further noted that the loss of capture was due to the atrial capture management. The device remains in use. No patient complications have been reported as a result of this event.